Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor. Customer did not recall blood glucose at the time of incident. Troubleshoot was not performed. Customer did not responded when phone call was made but voice mail was recorded for the customer. Insulin pump will not be returning for analysis.